Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00374. It was reported the patient (B)(6) is not receiving stimulation from the left lead. X-ray imagery revealed lead migration for the device. A diagnostic test also found low impedance readings for several lead contacts. Efforts to recapture effective stimulation via reprogramming have been unsuccessful. Surgical intervention may be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.